Manufacturer narrative:
H3, h6) both side tabs were broken off at the tip. As a result, the tracker was not able to retain inserted instruments. Otherwise, with markers attached and fully seated, the returned tracker displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the grey instrument tracker was defective. The instrument head was bent. The cause of the damaged tracker was unknown. There was no patient involvement.